Manufacturer narrative:
This lead has not been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted at implant. High out of range pacing impedance measurements and high pacing threshold measurements were observed. A new lead was successfully implanted. No adverse patient effects were reported.